Event description:
The device was in back-up mode. A software download was not successful and there was no telemetry. A surface ECG showed no pacing activity. After the download failed, the patient had a heart rate of 20 bpm and did not feel well. The device had nine months remaining longevity at the last follow-up, but the patient did not come in for 11 months due to illness and non-compliance. The patient was doing fine after device replacement.